Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to one of the cylinders had a hole. No fluid in systems. No information about the patient outcome is available at the moment. Additional information was received. Device would not cycle.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to one of the cylinders had a hole. No fluid in systems. No information about the patient outcome is available at the moment. Additional information was received. Device would not cycle.